Manufacturer narrative:
H4: the lot was manufactured from november 28 ,2022 to november 30, 2022. H10: the device was received for evaluation. The sample contained 96 ml of fluid in the bladder. A visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. Based on the functional flow test result, the sample was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume folfusor. It was observed that a large amount of the medication dose remained in the device and had not infused. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.